Manufacturer narrative:
Upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; a worn air joint unit was found and the air pump flow rate was measured out of specifications.

Event description:
A user facility reported to olympus that the fan was not functioning properly. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.